Manufacturer narrative:
Follow-up #1 submitted 6/17/15: per review of the call, the alert date for the original submission is corrected to 06-01-2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 08/20/2015: the device was returned to animas and evaluated by product analysis on 07/28/2015 with the following results: battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump on battery canister. Unrelated to the complaint, there is a dim discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.